Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion occurred. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. Reportedly, the customer wore the pump against the skin. The infusion set and cartridge was changed to address the event. Reportedly, the customer experienced unknown elevated blood glucose (bg) levels. Reportedly, the clinical diabetes educator consulted with the customer and determined that due to the increase in the customer's prednisone dosage, the customer's settings needed to be adjusted. Troubleshooting was performed and the pump was functioning as intended.